Manufacturer narrative:
During a retrospective review of complaints, it was determined this event met the criteria for adverse event reporting. The device was not received for analysis. Physician stated there was no injury or adverse affect to the patient. While we were unable to determine the origin of the damage, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported the intraocular lens was damaged during implantation. The haptic broke during the loading process. Dr realized it was broken after inserting into the eye . The incision was enlarged and the lens was cut and removed. No injury or adverse affects to the patient.